Manufacturer narrative:
The returned lead was only available in fragments. The lead had been cut through about 17.5 cm and 23 cm distal of the is-1 connector pin. The proximal and the medial lead fragment were returned for analysis. The distal part of the lead was not available for analysis. The two returned fragments were examined visually, mechanically, and electrically. The visual inspection detected cuts in the insulation that are probably a result of the explantation process. Blood had entered into the lead. The measurement of the direct-current resistances of the electrical conductors proved to be unremarkable. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
Ous MDR - after an implantation period of 104 months, oversensing with inappropriate therapy as well as elevated impedance values were reported. X-rays showed no abnormalities. The lead was cut, capped, and a part of it was left in-situ. A lead fragment was returned to biotronik for analysis.